Event description:
A patient with a pulmonary embolism was being administered levophed via the alaris pump for control of blood pressure in an acutely hypotensive state during a cardiac arrest. The pump displayed an air-in-line alarm that did not resolve despite troubleshooting by the clinical team that did not reveal any air in the line. An alternate pump was obtained to use as a replacement. The concern was for an air-in-line false alarm that may be due to malfunctioning brain and/or channels.